Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultramini meter was displaying inaccurately low readings compared to another meter. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following information: prior to the reported issue, the pt stated that the alleged meter was displaying blood glucose results within his normal range of "88-190 mg/dl." The pt informed the mss that he manages his diabetes with novolog 70/30 (35 units/ am and 20 units/pm) and regular insulin on a sliding scale. The pt confirmed that he did not change his usual diabetes routine due to the alleged product issue. On (B) (6) 2010, the pt reportedly developed symptoms of "headache, sweating, flushing, and being incoherent." The pt informed the mss that these symptoms were indicative of hyperglycemia for him. At the onset of the symptoms, the pt tested his blood glucose and reportedly obtained results of "174 mg/dl" with the subject meter and "340 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=30% and/or <=30 mg/dl. At approx 9:30-9:45 pm, the pt stated that he performed self-treatment based on his symptoms and the reading on the other meter. The pt reportedly administered 5-6 units of novolog and felt better about five minutes later. The pt stated that he tested his blood sugar again a few minutes post-treatment and allegedly obtained "74 mg/dl" with the subject meter and "170 mg/dl" on another meter, performed within 30 mins of each other. Based on statistical methodology the calculated difference of these blood glucose results also exceeds the expected value of <=30% and/or <=30 mg/dl. Per smartscripts, the customer care advocate (cca) verified that the unit of measure was set correctly on the subject meter at the time of the testing. The cca was unable to walk the pt through a control quality test. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurately low readings on the subject meter, reportedly developed symptoms suggestive of hyperglycemia, and required self-treatment after the alleged meter issue began. (B) (4).